Event description:
It was reported that during a procedure of the heavily tortuous, mildly calcified, de novo distal right coronary artery (rca) the lesion was predilatated and a 3.5 x 18 mm xience prime stent delivery system (sds) was advanced but could not cross the lesion. It was noted that while pushing the catheter shaft broke and separated. A non-abbott stent was used in the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.